Manufacturer narrative:
Event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure and catheter restriction alarm occurred. There was no harm or injury reported.